Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead dislodged and had high threshold and low p wave sensing. An x-ray confirmed the dislodgement. The physician attempted to reposition the lead however the lead would not move forward due to an adhesion near the superior vena cava (svc), nor could it move backwards. The physician elected to explant and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.